Manufacturer narrative:
Response received on 18 dec 2024 stating patient passed away, but was not included in previous MDR. Corrected fields - b1, b5, h1, h6( health effect ¿ clinical code and health effect ¿ impact codes). Updated fields - b2, b4, d8, d9, e1 (event site telephone), g1, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) stopped working and had a high pitched noise during use on patient. Additionally, there was a note stating: unexpected shutdown when using (alarms and frozen screen ¿ internal communication failure). On 18 dec 2024 additional information was received that patient had cardiogenic shock. The device was swapped with another iabp unit. There was an increase in inotrop requirement followed as soon as augmented pressure was lost. The patient had ongoing profound shock, worsening cardiogenic and multiorgan failure progressing to treatment withdrawal and death.

Event description:
The customer reported that during use on patient the cardiosave intra-aortic balloon pump (iabp) unit had stopped working and emitted a high-pitched noise. Additionally, there is a note stating: unexpected shutdown when using (alarms and frozen screen ¿ internal communication failure).

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, g3, g6, h2, h6(health effect ¿ impact codes),h11. Corrected field: e1(event site email).

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed full calibration- regulator etc, all manifold tests, touchscreen calibration and display tests. Send the logs back to bu. Cleared all fault table logs. The following is the finding from bu: in this case, the error 63s that are logged coincide with the device's powering up. These codes were logged because of the timing of the powerup sequence, not as an actual issue. In instances where no touchscreen malfunction is detected, fault #63 serves as an informational message rather than indicating a system failure. It is intentionally designed to provide insights into the touch screen's performance, thereby appearing more frequently as it actively monitors this aspect of the system. Moreover, it's important to note that fault #63 may also be recorded during routine power-up activities, further emphasizing its role as a diagnostic measure rather than a cause for concern. Therefore, users encountering fault #63, without any accompanying touchscreen issues, should be interpreted it as part of the system's normal operation, serving its intended purpose of ensuring a smooth user experience. Not a system failure. As for the top screen with overexposure, I have noted this in our system, and we¿ll keep monitoring it. When I tested the display, it passed. The top touchscreen doesn¿t have a touchscreen capability, so it's most likely not related to errors/alerts. As this is not displayed only on start-up it means there is no fault to the lcd. As for the date stamp: this issue will be fixed on the newer version of the software. It just happens when the system is on the service mode side. When the cardiosave is not in use or on standby (clinical mode), the rtc is correct because the sw is not sharing the clock with the entire system. We performed several hours of balloon function testing between the fse and the customer without any recurrence of the original fault. We recommend that the device is suitable to use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) unit had stopped working and emitted a high-pitched noise. Additionally, there is a note stating: unexpected shutdown when using (alarms and frozen screen ¿ internal communication failure). Patient was not involved .

Manufacturer narrative:
E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.